Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown triathlon universal baseplate; cat/lot # unknown. Unknown triathlon insert: cat/lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
In reporting a revision of the patient's left knee on (B)(6) 2025, the rep reported that the patient had had a prior knee revision on (B)(6) 2025. As reported: "it seems she came in for that revision from an outside facility. She was revised from a universal baseplate and cemented ps-femur to the implants on the (B)(6) 2025 surgery sheet. "Revised for instability", no info as to where/when the original tka was done." Rep confirmed that no further information is available.